Event description:
Boston scientific received information that this patient with pacemaker was not feeling well and was tired. The battery was getting low and the patient had missed last device check. Boston scientific technical services (ts) discussed that the device might be at elective replacement indicator (eri) and had lost rate response. Additional information indicates that the device was at eri. There was no further information obtained as to the plan of action on this event. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device triggered replacement indicator while implanted. The device passed labeled longevity calculations and was not operating near a bin edge. In summary, it was determined that this device was found to meet specifications for normal battery depletion and normal device operation.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.